Event description:
It was reported that during an atherectomy procedure to treat a heavily calcified lesion in the right coronary artery, the device ruptured. Four passes were completed and the device was withdrawn; the device was advanced a second time and several more cuts were made at 30 psi prior to rupture. Resistance was encountered while removing the device. After removal from the anatomy, the balloon was observed to be missing. It was the physician's belief that the missing balloon material was in the guide catheter, and that the separation occurred after the device was removed from the pt's anatomy. No symptoms were observed during, or after the use of the device which would have indicated that the material remained in the coronary anatomy. Post-procedural angiography was performed, and no anomolies were observed. A second flexi-cut device was used to complete the procedure without further incident.